Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer replaced inseparable magnet and rebooted station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a drawer failure. The customer stated that the drawer was not opening which is causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.